Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was readmitted for acute abdominal pain after recent small bowel obstruction (sbo) surgery. While admitted the patient had an exploratory laparotomy, including repair of a small bowel via stricturoplasty and lysis of small adhesion. Postoperatively the patient had four low flow events noted and corresponded to valsalva with bowel movements. Log files were sent for review and the event log file captured low flow alarm events on 02jun2026 and 03jun2026. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. These occurred at times when pulsatility index (pi) was elevated. A low flow software upgrade was performed due to computed tomography showing cannula angulation.